Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 12 (lifeband not present) error message was confirmed based on the review of the archive data but was not reproduced during the functional testing. The probable cause of the reported ua12 message could be the lifeband not being fully inserted in the encoder spool shaft upon powering up the autopulse platform. The archive data was reviewed and contained a ua12 error message around the reported event date, thus confirming the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 12 indicates that autopulse has detected that the lifeband is not correctly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion. The customer's reported ua12 error was not reproduced during the functional testing. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended without a ua12 error message. The autopulse platform was subjected to the run-in test using the manikin and the 95% patient large resuscitation test fixture (lrtf) with a good known test battery for 15 minutes each without any fault or error. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The crew attempted to utilize the autopulse platform (sn (B)(6)) on the patient during the call. The autopulse platform displayed a user advisory (ua) 12 (lifeband not present) message upon powering on. The crew switched to manual CPR. No consequences or impacts on the patient. Back at the station, the autopulse platform was tested with a new lifeband; however, the ua12 error persisted.